Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the battery was swelling. Lot release records were reviewed and confirm that the product lot met all acceptance criteria.

Event description:
It was reported by the patient that the personal diabetes manager (pdm) battery is swollen and the battery door can no longer be closed.